Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) 2011, salpingectomy, d & c, hypothyroidism, endocervical curettage and atypical squamous cells of undetermined significance. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), depression ("psychology injury/psychological or psychiatric problems condition: anxiety and depression"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gastrointestinal conditions/gastrointestinal or digestive system condition"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss,"), tooth disorder ("dental problem"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychology injury/psychological or psychiatric problems condition: anxiety and depression"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic left salpingectomy with removal of essure,laparoscopic removal of essure from the stump). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, depression, cystitis, urinary tract infection, vaginal discharge, vaginal infection, gastrointestinal disorder, fatigue, migraine, headache, alopecia, tooth disorder, visual impairment, weight decreased, vaginal haemorrhage, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, psychology injury, bladder/urinary problem, gastrointestinal conditions, fatigue migraine, headaches, hair loss, dental problem, vision problem, weight loss insertion details: (B)(6) 2013: there were four coils on the left, a similar procedure was carried out on the right. Four coils on right . 1 trailing coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) 2011, salpingectomy, d & c, hypothyroidism, endocervical curettage and atypical squamous cells of undetermined significance. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction"), depression ("psychology injury/psychological or psychiatric problems condition: anxiety and depression"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gastrointestinal conditions/gastrointestinal or digestive system condition"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss,"), tooth disorder ("dental problem"), visual impairment ("vision problem"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychology injury/psychological or psychiatric problems condition: anxiety and depression"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic left salpingectomy with removal of essure,laparoscopic removal of essure from the stump). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, depression, cystitis, urinary tract infection, vaginal discharge, vaginal infection, gastrointestinal disorder, fatigue, migraine, headache, alopecia, tooth disorder, visual impairment, weight decreased, vaginal haemorrhage, anxiety, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, psychology injury, bladder/urinary problem, gastrointestinal conditions, fatigue migraine, headaches, hair loss, dental problem, vision problem, weight loss insertion details: (B)(6) 2013: there were four coils on the left, a similar procedure was carried out on the right four coils on right 1 trailing coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: mr received: " previously reported event pelvic pain female made medically significant and intervention required due to surgery." Essure removal date and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.